Event description:
A report was received that the patient¿s ipg was turned in the pocket causing discomfort and charging difficulty. The physician was able to determine that the ipg turned by physical examination. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
.